Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The uninterruptible power supply (ups) was replaced on the system. The part has been returned to the manufacturer for evaluation, although analysis is not yet complete.

Event description:
A medtronic representative reported that the imaging system displayed a low battery level. This was discovered outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
Correction: the battery cartridge for the uninterruptible power supply (ups) was replaced and returned not the ups. Medtronic investigation of returned suspect battery cartridge for the uninterruptible power supply confirmed the reported problem. The battery was measured at 4 volts. Installed battery cartridge into test imaging system ups to charge battery. The test ups system would not turn on due to the battery cartridge. A load test was not performed as the battery cartridge would not take or hold a charge. The reported issue was confirmed to be caused by an electrical issue.